Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. A severe injury, illness or impairment which requires hospitalization or medical intervention. Use of an additional or alternative device was required to achieve optimal outcome. Device material(s) punctured leading to undesired holes/openings. The investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. The actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. The device either functioned as intended or a problem was not found. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
The following information was reported to gore: on an unknown date in 2012, this patient underwent a frozen elephant trunk procedure (ascending aorta replacement plus stent graft placement) for arch aortic aneurysm using a gore® tag® thoracic endoprosthesis (tag). The patient¿s condition prior the procedure was unknown. The specification of the implanted device was probably tgt3415 but not certain. The proximal site of the tag was anastomosed to a teflon felt strip which wrapped the proximal end of the tag and was sewed to the distal end of the vascular graft. The patient tolerated the procedure. On an unknown date, aneurysm sac enlargement was found. Although an angiography could not find endoleaks, a type iiib endoleak was diagnosed based on 4d-computurerized tomography (4dct) images. On (B)(6) 2021, additional devices (distal tgm343410j and proximal tgmr373720j) were implanted inside the previous device. The treatment area was extended proximally and distally. The patient tolerated the procedure. The 4dct images will be provided to gore for further investigation. The reporting physician commented as follows: the proximal site of the tag was anastomosed to the teflon felt strip, and stitches in this site might have caused type iiib endoleak. Aging degradation is considered as another possibility as the device was implanted nearly 10 years ago.